Event description:
Dealer alleges the cable for the joystick got ripped off the chair when end user went through a doorway. A wire is not functioning that will allow tilt to operate. No further information provided.